Event description:
It was reported that an implant at tooth site# 46 was removed as the mount did not disengage from the implant during the placement procedure. No impact on the patient reported.

Manufacturer narrative:
Zimvie complaint number (B)(4). G4: premarket identification k011245/k002188.